Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having a right total hip with actis stem. The surgeon broached and rebroached and worked hard to get the #8 broach to seat to his planned level. The surgeon also did some reaming with the actis reamers, but only went up to the 6-7 reamer. The real #8 implant was inserted and had no press fit. The stem went all the way to the collar with only the surgeon pressing with his fingers. The surgeon removed the stem and put some bone impaction around the proximal body and reinserted the stem. It fit a little tighter, and had rotational stability. The actis stems do not have enough press fit. Doe: (B)(6) 2020, right hip.